Event description:
Pt went in for routine check with x-ray. Embolized catheter tip was noticed in the lung. In the past month, pt has complained several times of chest pain during dialysis treatment but told the rn that it was normal.